Event description:
While using the autosuture gia universal handle (stapler), #: 030403, lot #: n8f104 with a staple reload from the manufacturer covidien united states surgical; the scrub nurse could not remove the used staple reload to load a new staple reload. This was at a critical point of surgery. When the scrub nurse was unable to reload the stapler, she opened another universal handle (stapler), #: 030403, lot # n9a594. The scrub nurse put a new staple reload into this second stapler and the clamp did not close all the way down to the vessel. The result was the inferior vena cava (ivc) was injured and the vascular surgeons were called to assist with bleeding. The staplers were given to nurse manager. Bleeding got under control. Patient was extubated and transported to ICU without any further complications.

Event description:
While using the autosuture gia universal handle (stapler), #: 030403, lot #: n8f104 with a staple reload from the manufacturer covidien united states surgical; the scrub nurse could not remove the used staple reload to load a new staple reload. This was at a critical point of surgery. When the scrub nurse was unable to reload the stapler, she opened another universal handle (stapler), #: 030403, lot # n9a594. The scrub nurse put a new staple reload into this second stapler and the clamp did not close all the way down to the vessel. The result was the inferior vena cava (ivc) was injured and the vascular surgeons were called to assist with bleeding. The staplers were given to nurse manager. Bleeding got under control. Patient was extubated and transported to ICU without any further complications.